Manufacturer narrative:
(B)(4). Problem statement: the reported description of this complaint notes that the monitor displayed a speaker malfunction message on the monitor screen. Confirmation of problem: a visual message "speaker malfunction" was displayed on the monitor's screen. It is unk if audio tone was present. No pt injury has been alleged. Event resolution & disposition: event resolution: the beside monitor's speaker assembly board was removed and replaced with an alternative speaker assembly board. The pt monitor was tested and passed the performance verification tests prior to return into service for customer use. There have been no further reports of speaker malfunction since replacement of these boards. Records review: a database search conducted on (B)(4) 2012, did not identify any similar reports regarding this bedside monitor. There are no add'l service reports within the last 6 months. Corrective action: no further action or investigation is warranted. There have been no previous associated reports regarding this cited monitor noted within the complaint database. Device labeling (IFU) adequately warns users not to relay solely on audible alarming and specified that effective monitoring includes close personal observation. Consideration of this complaint and trending for this issue supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted. Conclusion: speaker malfunction message - audio function at the time of this event is unk. The bedside monitor was delivered to the customer in 2010.

Event description:
The reported description of this complaint notes that the monitor displayed a speaker malfunction message on the monitor screen. It is unk if audio tone was present. No pt harm was reported.